Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date & usage of device. Monitor - reuse; electrode belt: 04/2014 - initial use.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A german distributor contacted zoll to report that a patient's nurse indicated, the patient was treated. Review of the event indicates that the patient received 1 shock. The response buttons were not pressed during the event. The patient's rhythm at the time of the treatment is unknown. The patient ended use.